Manufacturer narrative:
Date of incident occurred. The exact date of the event is unknown

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure a message was displayed on the screen stating to check tip. The fiber tip was checked and did not work any longer. A new fiber was used, and the procedure was also converted to a monopolar tur-prostate. At the end of the procedure the physician checked the patients bladder and noticed that a thermal bladder injury was detected; due to the laser beams which have accidentally entered the bladder. The patient now has a severe bladder necrosis. A catheter was inserted due to a 50ml capacity. It is not clear whether the patient will recover and what the recovery will be.

Manufacturer narrative:
Date of incident occurred. The exact date of the event is unknown

Event description:
During a photoselective vaporization of the prostate (pvp) procedure a message was displayed on the screen stating to check tip. The fiber tip was checked and did not work any longer. A new fiber was used, and the procedure was also converted to a monopolar tur-prostate. The customer informed that the fiber was inspected post procedure. It was confirmed that the tip was attached, and the beam exited from the side of the fiber as intended. At the end of the procedure the physician checked the patients bladder and a thermal bladder injury was detected; due to the laser beams which have accidentally entered the bladder. It was further reported that the patient suffered a bladder perforation. The patient now has a severe bladder necrosis. A catheter was inserted due to a 50ml capacity. It is not clear whether the patient will recover and what the recovery will be.

Manufacturer narrative:
Date of incident occurred. The exact date of the event is unknown corrected event description. Corrected evaluation conclusion code . Corrected additional MFR. Narrative. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify any signs of breakage along length of fiber and tip. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass and metal cap misalignment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the fiber was used in a photoselective vaporization of the prostate procedure. During the procedure, a message was displayed on the laser console screen to check the fiber tip. The fiber tip was checked but no issues were identified by the physician. The fiber was re-inserted into the patient but was not working so a second fiber was used. For unspecified reasons, the physician chose to complete the procedure using monopolar transurethral resection of the prostate (turp). There was no allegation made against the second fiber. At the end of the procedure, the patient's bladder was checked and initially the physician reported a thermal injury was found that was believed to have been caused by the laser energy unintentially ending up in the bladder. This was subsequently clarified to be a bladder perforation. The patient suffered severe bladder necrosis and was catheterized as the bladder capacity was 50ml. Reportedly, following the procedure, the first fiber was inspected and the fiber tip was found to be attached and the aim beam exited from the side of the fiber as expected. No further information was provided.

Manufacturer narrative:
Corrected serial number from (B)(6). The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify any signs of breakage along length of fiber and tip. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber showed the glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap and it exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. There are no signs of breakage along length of fiber body that could have contributed to the reported event. Based on the observed glass and metal cap misalignment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure thus resulting in the metal and glass cap misalignment.

Event description:
During a photoselective vaporization of the prostate (pvp) procedure a message was displayed on the screen stating to check tip. The fiber tip was checked and did not work any longer. A new fiber was used, and the procedure was also converted to a monopolar tur-prostate. The customer informed that the fiber was inspected post procedure. It was confirmed that the tip was attached, and the beam exited from the side of the fiber as intended. At the end of the procedure the physician checked the patients bladder and a thermal bladder injury was detected; due to the laser beams which have accidentally entered the bladder. It was further reported that the patient suffered a bladder perforation. The patient now has a severe bladder necrosis. A catheter was inserted due to a 50ml capacity. It is not clear whether the patient will recover and what the recovery will be.